Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The philips field service engineer (fse) reported that the fixing points of the gas springs are loose on both sides of the gantry. This issue has been determined to be reportable event. This event is currently under investigation.

Manufacturer narrative:
This issue would not be likely to cause or contribute to death or serious injury because if the remaining connection failed, the gas spring would push the bracket away from the front cover until the gas spring was fully extended. If this occurred during a patient procedure when the cover was closed, the gas spring, with the bracket still connected to it, could move toward and potentially make contact with the rotor. This would however, generate an emergency stop, and halt all system motion as a failsafe. If this occurred when the cover was opened, the gas spring and bracket would fall down toward the floor, and would not hit the gantry, but would hit anything below it. If this occurred while the cover was being lifted, the field service engineer would immediately observe noise and resistance. The possible cause of the crack may be the aging of the glue used to bond the bracket in the front cover under the effect of the inner stress please note that method and conclusion codes have been updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The philips field service engineer (fse) reported that the fixing points of the gas springs are loose on both sides of the gantry. The front cover of the gantry is held together by the gas springs, during preventive and corrective maintenance, if one or both of them come off completely, there is a risk that the front cover might fall on service personnel. The fse confirmed there was no harm as result of this reported issue an fse went onsite to investigate the issue and performed a visual inspection of the system. The fse confirmed the gantry cover was loose but remained intact.. The front gantry cover was replaced by the fse to resolve the issue. The system operational and in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The philips field service engineer (fse) reported that the fixing points of the gas springs are loose on both sides of the gantry. The fse evaluated the system and found that the gas shock mounting brackets became separated from the sidewalls of the front cover. He observed a crack between the brackets and the body of the front cover. The side brackets on the front cover remained in place but, had only become loose. The fse confirmed there was no harm to a patient, operator, bystander, or service personnel. The front gantry cover was replaced to resolve the issue and the system is operational and in clinical use. This issue has been determined to no longer be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.